Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had an audio anomaly. The device was not beeping on the alerts they are receiving. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The device beeped during the tone test. The device vibrated during the vibrate test. They received a hardware low level failure and was able to clear it. However, a second self-test was performed, and the device did not pass. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and displacement accuracy test. Hardware low level failures error alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error. Device passed the delivery accuracy test . Unable to verify audio or absence of alarm due to hardware low level failures error. Monitored with the device communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No unexpected enter blood glucose messages noted during testing. The correct test blood glucose value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected failed battery test alarms noted during testing.